Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of 8mm prograsp forceps instrument was not functioning correctly. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tip of reported 8mm prograsp forceps instrument was intact and not broken. According to the surgeon, the instrument was not rotating/moving in the usual directions. The instrument was not functioning properly.